Manufacturer narrative:
The returned device was evaluated and the investigation found a bent cannula. The root cause was not specifically determined. There were no issues found that would indicate the pod was not delivering insulin. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient¿s blood glucose (bg) reached greater than 250 mg/dl while wearing the pod between 36 and 48 hours. The patient's blood glucose history is as follows: (B)(6). Patient self-treated elevated bg levels by changing to a new pod.